Manufacturer narrative:
Product event summary: the medial segment of the lead was returned, analyzed and the proximal and distal conductors were delaminated. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome were returned from an unknown source with no information. The patient died almost 24 years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The manufacture date, expiration date and patient date of birth are not available. (B)(4).

Event description:
The lead was returned from a competitor with paperwork stating the lead was removed at a funeral home. Review of the manufacture's database revealed that the patient died approximately 9 years after the lead was implanted. The patient died almost 24 years ago. The lead was subsequently analyzed and tested out of specification. A cause of death was not received.